Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit' screen that would not unlock. Unit was switched out. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11 corrected field: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the malfunction. The fse replaced the touchscreen and video generator kit (0040-00-0456), (0160-00-0123). The unit would fail to boot and had a fault code of 100, so the fse also replaced the top level display assembly. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing department received the following parts associated with this complaint: kit, display monitor to video gen board, htc video gen board (part of kit), display monitor board (part of kit), cable assy. (Part of kit), touchscreen assy. 12.1¿¿, top level display, rohs. These parts were received with a reported unit failure message of touchscreen not responding and top-level display defective. Performed visual inspection of these parts received and parts looks to be in good condition. Installed kit, display monitor to video gen. Board and touchscreen assy. 12.1¿ into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn: 0002-07-d016 revision e and the cardiosave service manual pn: 0070-00-0639 revision r. All parts of kit tested separately and together. Performed functional test and all tests passed and touchscreen calibration passed. The fat dept. Could not verify the failure message of touchscreen not responding. All parts of kit and touchscreen assy. 12.1¿¿ passed testing. Installed top level display, rohs into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn: 0002-07-d016 revision e and the cardiosave service manual pn: 0070-00-0639 revision r. Top level display did not boot up, however after downgraded software from b.17 to b.14 display booted up and works correctly. Following parts retaining in the fat dept. Per procedure 0002-07-d008 rev ar. Kit, display monitor to video gen board, htc video gen board (part of kit), cable assy. (Part of kit), touchscreen assy. 12.1¿¿, top level display, rohs. Display monitor board (part of kit) to the supplier for further investigation per procedure 0002-07-d008 rev ar. For following parts root cause grid: not confirmed (noc), kit, display monitor to video gen board, htc video gen board (part of kit), display monitor board (part of kit), cable assy. (Part of kit), touchscreen assy. 12.1¿¿. For following part root cause grid: impossible to define (itd) top level display, rohs. Technician of the maquet failure analysis and testing dept. (B)(6). Failure analysis received from the supplier for pn: 0670-00-1183 sn: (B)(6) swemco. They stated: 1. Perform incoming visual inspection. Result: found component at location r5 was cracked. Probable root cause for the r5 component is impossible to define due to physical damage.

Event description:
N/a.